Event description:
Patient was being monitored and clinicians noted on the monitor that the patient had a decrease in oxygen saturation and a need for supplemental oxygen. When pulse ox sensor was examined it was noted that the sensor was separating from the adhesive.